Event description:
Patient presented with seemingly large iliacs, however, due to lots of calcification, the vessels were extremely tight. There was difficulty advancing the bifurcated delivery system, the physician twisted and pulled on the catheter causing the contralateral limb to become unsheathed. Excessive manipulation caused a perforation in the vessel between the common and external iliac. A balloon was used to stop the blood flow. The patient was converted to open repair and a dacron graft was sewn in. The patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The patient's vessel size and operational context contributed to the event. Device was discarded.